Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damage on charged coupled device unit led to noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device noisy image was found. The service repair technician indicated that the damage on charged coupled device unit led to noisy image. There was no patient involvement.